Event description:
It was reported that during an injection, a needle detached from the syringe.

Manufacturer narrative:
It was reported that during an injection, a needle detached from the syringe. No serious injury or adverse impact to a user or a patient was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A total of fifty (50) samples were returned for evaluation and ten (10) were randomly chosen for visual and functional testing. Testing was unable to reproduce or confirm the reported problem/issue with needles remaining attached to syringes when inserted into an injection pad. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.